Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous hypotube kinks to the device. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and balloon folds. The balloon was tightly folded and there was tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device was able to inflate to rated burst pressure and deflated with no issue. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during second inflation at 16 atmospheres, the ballloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.